Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2011. Dtba1d1 crt-d implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a warning for high left ventricular (lv) lead threshold. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.